Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored and no missing segments, partial display, gray display or lines on display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was missing segments. Customer blood glucose at the time of incident 159 mg/dl. Troubleshoot was performed. The screen is cloudy and shaky. The insulin pump was not exposed to moisture. The insulin pump was in sleeping mode. Insulin pump will be returning for analysis.